Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation, the monitor was displaying service code 206 - shell application md5 failed, which is a flash memory failure. The cause of the problem has been isolated to flash components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiences.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed service code 206. The last pt to use this monitor did not report any deficiencies.